Event description:
Potential for injury associated with the left motor freezing up and not allowing the brake to disengage on an fdx-cg power chair. The event could cause horm to the end user or a bystander.